Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, multiple episodes of right atrial lead noise were noted. This noise was reproducible when patient performed isometric exercises. No intervention was performed and the lead remained implanted. The patient denied having any symptoms prior to, during, or after the device check.